Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the gib printed circuit board, the fluoro function board, and the power supply. The system software was reloaded. The system was tested and is operating as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the 9800 system would intermittently fluoro by itself. No patient or staff injury was reported.